Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received for evaluation. Visual inspection revealed that the chamber was disconnected from the tube. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a flogard solution administration set's tubing was separated from the infusion chamber. It is unknown during what process step that this malfunction was identified. There was no patient involvement. Additional information was requested and is not available.